Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) came out of the puncture site with no change observed in the indicator window. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The exoseal vascular closure device was prepared and used in accordance with the instructions for use and was used in transfemoral cerebral angiogram. The procedure used a retrograde approach. Angiography verified femoral artery suitability, including an insertion angle of approximately 30¿45 degrees, a vessel diameter greater than 5 mm, no visible calcium or plaque at the puncture site, no stenosis greater than 50% at the access site, no nearby stent, no prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No visible device or package damage was noted prior to use. The physician was certified on the use of exoseal and had used the device several times prior to this procedure. The device was stored and prepared according to the instructions for use. A non-cordis 5f catheter sheath introducer was used. There was no access vessel tortuosity. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. One non-sterile vascular closure device - 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not pressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed and the loop in good condition. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a presence of dried blood residues along the lumen of the delivery shaft and plug swollen was observed during this analysis. The functional deployment simulation evaluation could not be performed, as the unit was clogged with dried blood residues. An attempt to clean the unit using hydrogen peroxide and an ultrasonic bath were made, however unsuccessful. The indicator window was manually moved and achieved the three stages of indication. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it able to achieve all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the plug completely swollen and dried, not allowing the mechanism to move appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all three stages of the indicator window during functional analysis. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) came out of the puncture site with no change observed in the indicator window. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The exoseal vascular closure device was prepared and used in accordance with the instructions for use and was used in transfemoral cerebral angiogram. The procedure used a retrograde approach. Angiography verified femoral artery suitability, including an insertion angle of approximately 30¿45 degrees, a vessel diameter greater than 5 mm, no visible calcium or plaque at the puncture site, no stenosis greater than 50% at the access site, no nearby stent, no prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No visible device or package damage was noted prior to use. The physician was certified on the use of exoseal and had used the device several times prior to this procedure. The device was stored and prepared according to the instructions for use. A non-cordis 5f catheter sheath introducer was used. There was no access vessel tortuosity. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.